Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump has minor scratches on the lcd window.

Event description:
Customer's parents reported via phone, the esc button on the insulin pump was unresponsive. Customer's parents didn't know the customer's blood glucose at the time issue was noticed but was over 300 mg/dl last night. Since customer is really active his blood glucose is all over the place but has been stable. Customer's parents didn't recall any significant event which may have cause the device to alarm. They were advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. They agreed to return the device for further analysis.